Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime, compromised force sensor system and excessive no delivery alarm due to compromised force sensor system alarm. Pump received with cracked battery tube threads, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump received scratches on screen and battery cap area. Insulin pump received no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.